Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was visible blood in flash chamber. The following information was provided by the initial reporter. The customer stated: "pooling of blood which is taking place when using black 22g "needle (ref.368836) lot-1029885 exp.2/2024."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 11 photos were provided for investigation showing various tubes with a drop of blood inside the stopper wells. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each used to fill vacutainer tubes with water, and the issue of pooling in stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood pooling. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was visible blood in flash chamber. The following information was provided by the initial reporter. The customer stated: "pooling of blood which is taking place when using black 22g "needle (ref.368836) lot-1029885 exp.2/2024."